Event description:
Customer reports low blood glucose symptoms with blood glucose result of 119 mg/dl obtained on the aviva system. The customer called a neighbor for assistance, and was treated with unk food and drink, which she was able to consume on her own, and symptoms improved. Requested return of suspect device, however, the test strips have been discarded; replacement was sent.